Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 4-may-2018 with the following findings: review of the black box data and the pump¿s alarm history revealed multiple records of cs064/cs078 motor alarms on (B)(6) 2018. A battery cap was not returned with the pump for investigation; a test cap was used. The pump powered on and ez-prime steps successfully completed without any call service alarms occurring. The pump was exercised for 24 hours without any call service alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and moisture corrosion was found inside the pump on the flex/connector.